Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there were no issues with instrument checks before surgery, and no collisions or impacts with instruments during surgery. While cutting tissue, the tip of the harmonic ace device disassembled and fell into the patient's abdominal cavity. The fragments were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time the fragment fell inside the patient was dissection. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragments did not fall inside of the patient during an instrument tip or accessory collision. The instrument was not removed during the surgical procedure prior to the breakage. The fragment was retrieved during the same procedure. It was visually confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument fragment is available for return. An image was provided.

Manufacturer narrative:
The harmonic ace has not been received for failure analysis evaluation. A review of the provided image was performed; the picture was showing a broken curved blade.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 0.485" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.